Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. The reported defect is related to the needle supplier's manufacturing process. Therefore, a risk review is not applicable to the packaging plant.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle has excessive epoxy. The following information was provided by the initial reporter: material # unknown. Batch # unknown. Verbatim: rcc received a complaint via chat. Pir attached. Complaints. Issue: glue on needles flaking off. Ref unknown. Lot unknown. Pt harm none. Samples none. No further information available.